Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in had a hole in it. The following information was provided by the initial reporter: material no:381433 batch no: 0344822. It was reported that the catheter was bent and there was a hole in the side of the needle. Verbatim: nurse was pre-oping a patient w/ 20 gauge insyte autoguard non-blood control IV catheters. She noticed the catheter was bent and there was a hole on the side of the needle (typical of iag bc technology). The customer has pulled the lot number and has the dirty IV/needle saved as well.

Manufacturer narrative:
H6: investigation summary: bd received a used 20 gauge insyte autoguard unit from lot 0344822 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the unit was fully retracted inside the barrel. Next, the catheter tubing was inspected and a v-shaped cut was found indicating that the needle had pierced through the catheter tubing. This sort of event can cause the catheter tubing to appear bent or deformed. The engineer also found traces of dried media inside of the tubing indicating that the device was used. Therefore, based off the visual inspection the engineer was unable to verify that the catheter was kinked or bent but was able to verify that the needle had pierced through the catheter tubing. Unfortunately, a definitive root cause could not be determined as the device appeared to have been used and if the needle had been received transfixed the device could not have been used.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in had a hole in it. The following information was provided by the initial reporter: material no:381433, batch no: 0344822. It was reported that the catheter was bent and there was a hole in the side of the needle. Verbatim: nurse was pre-oping a patient w/ 20 gauge insyte autoguard non-blood control IV catheters. She noticed the catheter was bent and there was a hole on the side of the needle (typical of iag bc technology).the customer has pulled the lot number and has the dirty IV/needle saved as well.